Event description:
It was reported the device does not pass the self-test. No patient involvement reported at this time.

Manufacturer narrative:
A philips remote service engineer (rse) worked with the customer and the reported issue was confirmed and traced to a faulty therapy capacitor. Upon conclusion of the evaluation, it was determined that this was a malfunction of the therapy capacitor. The customer ordered a replacement therapy capacitor. The device remains at the customer site and no further evaluation is required at this time.